Event description:
Report received an unspecified solution taking longer to infuse than expected. The pump was received in the sterile processing department with a note which stated: "unit was programmed to deliver total volume by 10:00pm, but delivered by 3:00am on channel b." Although the customer was contacted on multiple occasions, there was no additional information available.